Event description:
The customer reported four loose screws that hold the blood sampling valves (bsv) module in place, a fluid leak on port 6 of the bsv, and a leak on the wash truck from the lh 500 hematology analyzer. The operator was wearing personal protective equipment consisting of goggles, gloves, and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered the blood sampling valves (bsv) left pad failed to fully shift position causing pressure out of loosely fastened tubing. The fse fastened all tubing on the bsv which fixed the leak. And replaced the bsv actuator which fixed left pad. (B)(4).